Manufacturer narrative:
The field service engineer (fse) found fluid in the needle bellows, vc13, vc26 and noted the probe wash cup was not draining all due to a broken vl53b. The fse replaced vl53b resolving the leak. The failure mode related to the leak was due to a broken vl53b. The sticking actuator at vl61 was also replaced. (B)(4).

Event description:
The customer reported low vacuum drift errors on their coulter lh 780 hematology analyzer analytical station. The customer later reported they observed a leak while running startup approximately 20-30 mls in volume which was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.